Event description:
The event is from a clinical study post market surveillance (pms) 3804. During the procedure, the patient developed hypotension and tia with symptoms of consciousness disorder and paralysis on the right side. The rate (speed) of intravenous injection by drip (details unk) was increased to treat the both tia and hypotension. The patient recovered from tia in 2008, and from hypotension approx two months later. According to the physician, the debris might have gone through the filter basket and led to the tia. Hypotension was likely occurred due to the stent placement. Debris was found within the filter basket of the angioguard after the removal from the patient body. The patient has fully recovered and is out of the hospital now. The physician was performing a carotid artery stenting (cas) to the left common to internal carotid artery. The patient was a male. There was mild calcification and no vessel tortuosity, the rate of stenosis was 80%. The angioguard xp delivery and the precise stent placement were successful. The lesion was pre-dilatation (4mm/6 atm) were performed with balloon catheter. The event occurred after the deployment of the precise stent. The stent was not post dilated. The patient's medical history includes: symptomatic stroke, hypertension, angina, stomach inflammation, constipation and insomnia. The patient has no known allergies to nitinol, nickel or titanium. The patient had neurological symptoms prior to the procedure. The symptoms are unknown. There were no bubbles noted at any time during the procedure. It is unknown if thrombus was noted pre or post deployment. The angioguard was in place when the adverse event occurred. The precise stent was deployed when the adverse event occurred. The act was not maintained greater than 300 while the angioguard was deployed. It was 271 per second. The intended lesion was located at the carotid bifurcation, from the common to internal carotid artery. The target lesion vessel diameter was 1.41mm pre-procedure. The device did not pass through any acute bends. It is unknown if thrombus was present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation with a 4mm balloon at 6 atm. The percent stenosis after pre-dilation is unknown. The contrast used is unknown. The basket fully expanded with good wall apposition. The lesion was not post dilated after stent implantation.

Manufacturer narrative:
This product is not available as stated. Additional information will be provided within 30 days of receipt. This is one of two products involved with the reported event, which is associated with manufacturing report number 9616099-2009-01258.